Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high results compared to her feelings and/ or normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 at 8:00am, the patient reported testing on her lfs device and obtaining results of "500, 400 and 200mg/dl." The patient reported that she normally tests her blood glucose 4 times a day and her typical results range between "140-172mg/dl." The patient reported using humilin and regular insulin to manage her diabetes (dose unknown). The patient denied having a back up meter to test on. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 10:00am, she felt dizzy and shaky. The patient was unable to answer if she had any treatment or blood glucose readings after the alleged symptoms began. It is unknown if the symptoms were intermittent, ongoing or worsened. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. However the cca documented that the patient's test strips were stored improperly. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurately high blood glucose result, administered insulin as usual and developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/20/2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by product analysis (pa) respectively on (B)(6) 2012 with the following finding: the meter and test strips passed all testing and was found to be working properly, no faults were found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.